Manufacturer narrative:
Device analysis indicated device intact and functional with no evidence of rupture. Reported event based on false positive diagnostic imaging (ultrasound and MRI).

Event description:
Patient diagnosed with suspected bilateral breast implant rupture. This report is for the right-side device.